Event description:
The customer contact reported "abuse, burned at junction." No tracking information was provided, therefore, specific patient information, pump programming or event details were not avalable. Multiple unsuccessful attempts have been made to obtain additional information.